Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing, potentially related to sense b node noise and changes in amplitude morphology measurements. X-rays of the system did not show any abnormalities and manipulation of the system did not reproduce noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.